Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. H3 other text : device was not returned to manufacturer.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported headaches and a cerebrospinal fluid leakage (cfs) was suspected. The patient underwent a magnetic resonance imaging (MRI) and reported unintended stimulation during the MRI. A device check was preformed prior to the MRI, with no anomalies were observed. It was additionally reported that the patient suffers from vertigo which has made them hypersensitive and anxious. The patient elected to turn the stimulation off to focus on managing their vertigo condition. A csf leak was not detected in the MRI, and the pain physician elected to perform a revision procedure. During the revision procedure, a csf leak was confirmed, and the physician opted to replace the cls and leads to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls was not returned to saluda. The root cause of the unintended stimulation and csf leak could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cerebrospinal fluid (csf) leakage with possible fistula formation and weakness, clumsiness, numbness, abnormal sensations or pain and the patient may require surgery (including revision, explant, and replacement) as a result¿. Additionally, the evoke scs system MRI guidelines detail risks including, "electrical current generation through implanted components that may cause unpleasant or painful stimulation."